Event description:
Customer reportedly received results of 365 mg/dl and 152 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. Customer indicated the discrepant results were obtained yesterday. No action was taken based on device results. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent. Accu-chek advantage system: comfort curve test strip lot number 549550, expiration date 3/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.